Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. Infusate residue was evident between the needle and the needle housing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, during pressurization, a leak was observed emanating from an adhesive application hole. Microscopic inspection of the sample both with and without using an ultraviolet light revealed voids in the adhesive coverage within the housing, which appeared to create a fluid path to the leak site. The leakage appeared to be the result of voids in adhesive coverage which occurred during adhesive deposition steps during device assembly. The sample is a supplied component and the supplier has been notified of this event.

Event description:
It was reported that the needle base leaked. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of asbxs0093 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle base leaked. No other information was provided.